Event description:
It was reported that during the procedure, a 4.0x23 rx multi-link 8 stent delivery system (sds) was advanced toward a non-calcified lesion in the non-heavily tortuous right coronary artery and the stent was deployed, via one to two balloon inflations to 14 atmospheres, at the target site. The rx multi-link sds balloon was then completely deflated without issue. During withdrawal, resistance was felt between the balloon and the deployed stent; slight force was applied to free the balloon from the stent. After removal of the rx multi-link sds from the anatomy without subsequent resistance, the balloon folds were noted to be flat, reportedly, similar in shape to the butterfly of a hemostatic valve. Though a delay was reported, it was not considered to have been a clinically significant delay. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the multi link 8 coronary stent system instructions for use states: should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.